Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic colectomy, a loud sound was heard, so the user extracted the trocar from the patient and found the balloon deflated. The user tried to inflate the balloon again but it failed. It was found that a part of the balloon was loose from the sleeve. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product weckvista access balloon port 12mmx70mm lot # 73f1700111 was manufactured on 06/12/2017 a total of (B)(4) pieces. Lot was released on 06/19/2017. DHR investigation did not show issues related to complaint. Revision of fmea-11-087 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during laparoscopic colectomy, a loud sound was heard, so the user extracted the trocar from the patient and found the balloon deflated. The user tried to inflate the balloon again but it failed. It was found that a part of the balloon was loose from the sleeve. There was no reported patient injury.